Event description:
It was reported that, "patient is experiencing squeaking when he bends down. Patient stated that he has been to the doctor and an xray has shown that there is no problems with the implant."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.